Event description:
The consumer reported their thermometer was giving false negative readings on their child. The device allegedly was reading 5-8 degrees lower than then child's actual temperature. The child suffered a seizure and was treated at a hospital, where it was confirmed that they had a fever. There were no complications from this incident, and the patient is ding fine now. Kaz USA, inc. Has requested that the product be returned to our company for lab analysis.